Manufacturer narrative:
(B)(4).

Event description:
Procedure type: liver resection. According to the reporter: during stapling of second renal artery (the first one was already successfully stapled), I fired the stapler normally without a problem. Also, the cutting seemed to occur normally, but then it did not open while still on the artery. With a hand a port, I tried to manually open the stapler, which was impossible. Finally, I used a clip below the staple line and cut off the stapler and artery at the other end. Luckily, there was no bleeding reported in excess of 500 cc, but with an extensive warm ischemia time. There was no unanticipated tissue loss. The warm ischemia time to the donor was 9 minutes, twice the average time. This may have impact on the results of the transplantation. Also, the donor safety was at risk.